Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site attempted to different types of registrations without success. The site had used fiducials. The site attempted to use point merge with a final accuracy of 5.0mm. Tracer method was also attempted twice without success. The site aborted navigation. This issue caused a delay of 20 minutes to the procedure. There was no impact on the patient¿s outcome.